Event description:
It was reported that upon interrogation for the discharge check the following day after implant, it was noted that the atrial lead dislodged. On (B)(6) 2022, a lead revision was performed. The lead dislodged during the revision due to patient anatomy. The lead was explanted and replaced. Once the lead was removed, tissue stuck in the helix was observed. The patient recovered.

Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. The measured full helix extension length was within product specification. Electrical testing was normal. No problem was detected.